Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 instrument staples malformed. The surgeon put some overstitches.